Manufacturer narrative:
(B)(4).

Event description:
It was reported a catheter fracture occurred. During the nephrostomy change of a malecot drainage catheter placed in the kidney, the tube fragmented upon removal. The remainder of the tube was able to extracted. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified a foreign material attach, as part of overall visual revision. The catheter is blackened in different locations, broken and it is bent in several locations. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a catheter fracture occurred. During the nephrostomy change of a malecot drainage catheter placed in the kidney, the tube fragmented upon removal. The remainder of the tube was able to extracted. No further patient complications were reported.